Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The t-waves are larger than the r-waves. The sensing vector at the time of the shock was set to the secondary vector. The patient also has a pacemaker implanted. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.